Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implantation using an 9f amplatzer trevisio delivery system. During the procedure, the physician observed that the left disc protruded from the septum and took form of a cobra deformation. The occluder was removed, and the physician manually attempted to reposition the disc. Upon reattempting the implantation, the disc took a cobra deformation. The procedure was successfully completed using a different 12mm amplatzer septal occluder. The deformed device was never released from the delivery cable while inside the patient. It was also noted that there were no interaction between the device and the delivery system during the procedure and no angulation/kink were observed in the delivery system. There was no clinically significant delay during the procedure and patient remained hemodynamically stable throughout the procedure.